Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The right ventricular lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was also a lead fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary distal conductor fractured; proximal segment returned.